Manufacturer narrative:
Unit power up properly after battery installation. Unit passed active current measurement and displacement test. Power connector plug in and locked in place properly, however unit received pump error 75 during self test, failed sleep current measurement and received unexpected battery power loss due to corroded electronic assemblies. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was unknown at the time of the incident. The customer was calling back with blank display after receiving new battery cap. The customer stated that the display was not blank less than 30 seconds and/or did not return. The customer stated that the display was not blank currently. Insert battery alarm displayed on the insulin pump screen. The customer stated that the contacts on the battery cap are neither missing nor damaged. The display returned after insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.